Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, due to a narrow sinus of valsalva (sov) and sinotubular junction (stj), an undersized 26 mm valve was scheduled to be placed deeply to mitigate a high risk of sov occlusion (oversize rate of 8%). When approaching the point of no recapture, the behavior of the valve was confirmed by severe paravalvular leak (pvl) and a push test. The 26 mm valve was not implanted and replaced with a 29 mm valve. When the 29 mm valve was placed deep as planned, complete heart block (chb) was confirmed at the time of no recapture and the intrinsic rhythm could not be confirmed when leaving the operating room. A permanent pacemaker implant was scheduled for the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product I: l-evolutfx-2329 (lot: 0012048506); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: d-evolutfx-2329 (lot: 0012054716); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.